Event description:
It was reported that the insulin pump alarmed iop test failure. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer reported that the insulin pump turns off and on with no alarm. It was also reported that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels were not included in the report. Customer was unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.